Event description:
It was reported that the patient was experiencing pain and sharp stabbing sensation at the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.